Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The describe error was analyzed in the maquet germany laboratory. Gas transfer and blood side pressure drop testing was performed on the returned complaint sample. The testing identified that the oxygenator met all requirements regarding gas transfer and blood side pressure drop. Note: the reported event occurred when using the be-01970311-pls d quadrox-I oxygenator, however a equivalent device marketed in the us is used for reporting. (B)(4).

Event description:
On (B)(6) 2012, (B)(6), identified insufficient gas transfer and oxygenation performance of be-01970311-pls d (lot number 70079737). The unit was replaced. (B)(4).